Event description:
Patient was implanted with tfn at a different facility for pathologic fracture of left femur approximately 6 weeks prior to (B)(6) 2011. It was reported the fracture did not heal and the nail broke proximally. Reportedly there was an incomplete gap closure at fracture site of original nailing. Patient was returned to the or on (B)(6) 2012 for removal of all hardware. Patient was revised to another nail, blade, cable with crimp, and screw. This is 3 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Reported date of implant is (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.